Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened all buttons dome switch. The insulin pump had cracked display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has a button error on their insulin pump and cannot state that she is disconnected. Patient's blood glucose level is unknown. Trouble shooting is conducted. Device is being returned. No further information available.